Event description:
Adverse event(s): "starbursts" (visual disturbances). Product problem: "scratch" (scratched material [iol (intraocular lens) implant]). A surgeon reported two patients seeing starbursts following intraocular lens (iol) implant surgery. He stated that the lenses look like they have a scratch in the visual axis. A yag capsulotomy was performed for mild pco and uncorrected visual acuity is 20/20. The surgeon reported that the starbursts continue and the patient was treated with medication. Additional information has been requested. There are two medical device reports associated with this event; this report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2010 and 05/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).